Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing, and the buttons were unresponsive. The caller stated that the device did not alarm during or after the buttons stopped working. The customer stated that the battery was removed for five seconds and a new battery was installed, but the anomaly continues. No further info was provided.

Manufacturer narrative:
The insulin pump was received frozen at number three on display and constant tone due to faulty component on mother board.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.